Event description:
It was reported that the device was used during a low anterior resection, the device cut, but did not staple. Opened another device to complete the case. There was no patient consequence. Case was prolonged 40 minutes.

Manufacturer narrative:
Information anticipated, but unavailable at this time.